Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported that a guidewire broke. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, it was noted that the guidewire was broke and the broken segment was immediately removed, preventing a potentially irreversible complication causing extension of the procedure time. A new guidewire was promptly replaced. There were no patient complications as a result of this event.